Event description:
It was reported that the patient admitted to double disconnecting their batteries from the controller a few nights when they were really tired. The patient and their family were informed about the risks associated with this and discussed ways to avoid this. Log file captured on (B)(6) 2024, several no external power events. One event was caused by power to the mobile power unit (mpu) being briefly interrupted. The second no external power event appears to be the result of double disconnecting the batteries. There was no interruption in pump support during these events. Additional information from the customer stated the patient's mpu had the v-lock connector. In the past, the patient admitted to unplugging the mpu while being plugged into it and moving the mpu to another location. Again, they had been re-educated on the dangers of these things. The mpu would not be removed from service.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 - UDI: correction. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted ((B)(4)) for review that showed events spanning approximately 4 days (on (B)(6) 2024 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active on (B)(6) 2024 from 09:38:09 ¿ 09:38:15 which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Additional information provided on 19sep2024 stated the serial number of the mpu is unavailable, the mpu has a v-lock connector, in the past the patient has admitted to unplugging the mpu, and that the mpu will not be removed from service. Multiple good faith efforts were sent asking if the cause of the loss of external power events was known. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.